Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event scopes are not being recognized and no image was cause due to bad scope socket, and the most probable root cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported scopes are not being recognized and no image during inspection for use involving an olympus xenon light source. There were no reports of patient involvement.